Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, it was reported that the pt had passed away. No details as to the cause of death were provided at that time. Sjm made multiple attempts to obtain additional info from the pt's physicians, but those physicians were unaware that the pt had died. It was reported only that the pt had multiple medical problems (per the obituary) and had passed away at home on (B)(6) 2010. No additional info is available. No devices have been returned to sjm for eval.